Event description:
It was reported via legal documentation that a patient had an initial right total knee arthroplasty and will soon be scheduled for a revision surgery due to premature prosthesis wear. It is unknown if the revision was scheduled or occurred. No medical or clinical information was provided. No additional information is available.